Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.

Event description:
It was reported that the customer received a motor error alarm from his/her insulin pump. The customer's blood glucose levels are unknown. The product is being returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received stuck on a motor error alarm loop that occurred during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The functional tests could not be completed due to the motor error alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window and cracked battery tube threads.